Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 alarm (resume error, critical error found) occurred on the homechoice device during peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review it was found that the as determined problem code is a system error 2240. System error 2367 is a cascading alarm only to be used if there was no previous system error reported. Should additional relevant information become available, a supplemental report will be submitted.